Event description:
Litigation alleges pain, loosening and metallosis.

Manufacturer narrative:
This complaint is still in investigation.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the unknown depuy device. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 2/10/2017 pfs and medical records received. After review of the pfs and medical records for MDR reportability, noted within plaintiff fact sheet that patient claims "no physical injuries or illness as a result of the device". Revising surgeon stated in his indications "elevated ions" and "MRI showing fluid collection and evidence of adverse local tissue reaction". Operatively, surgeon "found a fluid-filled capsular sac surrounding the hip joint". Indicated concern for the "verticality of the cup" with regard to potential increased polyethylene wear at the rim, but due to the thin nature of the patient's acetabular bone, and being that the cup was well fixed, elected to just exchange metal liner for polyethylene. No evidence provided for loosening as alleged. Included metal ion labs demonstrated significantly elevated cobalt and chromium level > 7.0 ppb; elevated ions and stem added (in place of the unknown reported product) to complaint.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.